Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor cannula was split in two. The customer's blood glucose was 225 mg/dl at the time of incident. The customer stated that they received sensor alarms. The sensor will be returned for analysis.

Manufacturer narrative:
Reliability analysis inspected one random opened/used sensor and performed continuity resistance test and sensor passed per specifications. Performed the sensor initialization test and confirmed the communication icon was displayed and that the transmitter was flashing while connected to the sensor. The sensor passed per specifications. Also found sensor with cannula bent. Unable to confirm that the customer received the sensor in said condition due to the product being returned opened/used.